Event description:
It was reported that loss of capture was observed when the patient moved. Loss of sensing was also noted with programming changes. It was noted that the patient had fallen recently and it was suspected that the lead was dislodged. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.